Event description:
The customer reported that pump serial number (B)(4) keeps alarming "door no fully latched". There was no pt injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The unit was received inoperable due to "door no fully latched" messages caused by loose link screw. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The screws were replaced.